Event description:
Boston scientific received information that this product was explanted as it was protruding from the pocket. Information was later received from the patient that there was also an infection. The patient was given antibiotics and tested negative for (B)(6).

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.